Event description:
For the past 9 years, the patient had experienced jolting with the stimulation on and off. The patient then experienced a loss of stimulation. The implantable neurostimulator (ins) was replaced due to end of life; the leads and extensions were not replaced. It was noted that the patient had a pump that was implanted in her left lower quadrant. For follow-up information regarding this event, see manufacturer's report # 3004209178-2010-02446.

Manufacturer narrative:
(B) (4)